Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels reaching over 250 mg/dl. Customer's health care professional recommended the insulin duration setting be adjusted. Tandem technical support guided the customer through adjusting the pump insulin duration setting. Customer delivered a bolus to address elevated bg levels.